Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00380 & 00381).

Event description:
Patient underwent a revision procedure approximately three years post-implantation due to fractured femoral stem.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034 - 2016 - 04866.